Event description:
There were no reports of an injury or death. It was reported the system failed to boot up.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and fuse were evaluated and replaced. The system was tested and found to be working as intended and returned to service.